Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than 3 percent at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Although this event was off label, the following information would still be applicable. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on preprocedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve migration could not be confirmed. However, patient factors (native mac) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A patient with mac had a 29mm sapien 3 valve implanted in the native mitral position. Later the same day, the valve started to migrate into the atrium. A second valve was placed. The valve was successfully implanted and was stable. Post procedure, the patient was stable and was returned to ICU. Per the vcc, the patient expired a few days post procedure. The cause of death is currently unknown. However, there is no evidence or allegation that an edwards device caused or contributed to the death.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the first implanted valve. Please reference related manufacturer report 2015691-2021-02722. Additional information was received. Sections b2 and b7 were updated. Section h1 and h6 were corrected. Per the patients medical records, the patient was referred to the valve clinic secondary to dyspnea on exertion, shortness of breath and paroxysmal nocturnal dyspnea. The patient was found to be in heart failure with mitral valve regurgitation with moderate mitral valve stenosis within the setting of severe mitral annular calcification. The patient was recommended for transcatheter mitral valve replace (tmvr). Tmvr replacement using a 29mm s3 valve was successful. The patient tolerated the procedure well without any immediate post procedural complications. Later that same day, the patient became acutely hypoxic with worsening pulmonary edema and heart failure. The patient was intubated. Echo revealed mitral valve dehisced. The patient had severe pvl and regurgitation. The patient was referred for repeat transcatheter mitral valve replacement. A second 29mm sapien 3 valve was placed in the mitral position via transseptal approach. Follow up tee revealed mild pvl with overall regurgitation significantly improved. An lvot gradient was reduced to 50 to 60 mmhg. The patient tolerated the procedure well and returned to the patient room intubated. Two days later, the patient went into asystolic arrest. After receiving CPR, rosc was achieved. However, complete heart block developed and a temporary pacemaker was inserted. After several days, the patients renal function declined, and the patient was deemed critically ill. Plans for crrt were made, but the patient became suddenly hypoxic and acidotic. It was thought futile to continue critical care as the patient continued a sharp and rapid decline. The patient was not a candidate for further course altering interventions. Palliative care was consulted. The patient expired seven days post tmvr.